Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 553 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient administered a correction and applied a new pod. Once at the hospital the patients new pod was removed from the infusion site (hip/buttocks). The patient was treated with intravenous fluids. The patient was discharged from the hospital after 24 hours. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.